Manufacturer narrative:
This report was prepared by r. Petry. We are awaiting the return of the complaint device from the us to new zealand to begin the investigation.

Event description:
The manometer has stopped working, needs repair. No pt involvement reported.